Manufacturer narrative:
(B)(4). The following report is submitted to relay corrected information. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The journal article reported fifty two cases of surgically related malposition or improper placement of plates. No further information was reported at this time.

Manufacturer narrative:
(B)(4). Report source: foreign; literature the event occurred in the (B)(6) wilson, j., viner, j. J., johal, k. S., & woodruff, m. J. (2017). Volar locking plate fixations for displaced distal radius fractures: an evaluation of complications and radiographic outcomes. Hand, 1558944717717505. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The journal article reported two cases of surgically related malposition or improper placement of plates. No further information was reported at this time.